Event description:
On 3/18/1999, the MFR (MFR.) Received a medwatch report that states the following: the device "broke" while in the pt. On 02/24/1999, the pt came in to receive chemotheray. It was discovered then that part of the device was in the right atrium and the pt was sent to another facility for removal via femoral site. The pt returned today (3/11/1999) to have the remainder of the device removed by the physician. No further details were provided.